Manufacturer narrative:
Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 12-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The reported that had an open circuit. Patient mentioned she was able to use 2010 lead with new ins even with open circuit because the rep figured out how to "program around it". The patient indicated not sure rep was aware of the open circuit with the current device. Patient mentioned the placement of lead implanted in 2010 with initial ins was much better than lead from 2013 implant (see related file (B)(4)).the patient mentioned the implant reached normal battery depletion. In (B)(6) 2018, patient had 2010 ins removed and replaced with the second device. No further complications were reported/anticipated.